Event description:
The pt experienced increased pain despite increasing the drug quantity delivered. At this time, no liquor could be aspirated through the catheter and a kink in the catheter was suspected. The catheter was revised in 2008, but not replaced; liquor could be aspirated. The pt was still experiencing pain in spite of a reprogrammed drug quantity. The pump was refilled the following month. Two months later, the pt experienced a very strong pain. Then five days later, during a check-up, no liquor could be aspirated and nothing could be injected into the catheter. The pump volume was checked ten days later, and the expected residual volume was 4.4 mls; the actual residual volume was 20 mls. The pump was used to deliver morphine and clonidine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.